Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed high capture threshold and intermittent capture on the atrial lead. Chest x-ray was performed and revealed atrial lead dislodgement. During lead revision, the insulation was damaged. The physician elected to explant and replace the atrial lead. The patient condition was stable.